Event description:
It was reported the patient had a loss of efficacy that occurred about 3 months ago. The patient's wife reported he had fallen 3 times recently. Impedance checks reported right brain impedances were over 4000 ohms<15ua. When amplitudes were changed and tested at 4 volts, there were two combinations that were similar; electrodes 4 & 5 and 5 & 6 were 1883 ohms. The patient was getting some efficacy. The left brain impedance was tested and all pairs were 1395 ohms<15ua. Retesting at 4 volts amplitude showed the same results. Manufacturer's representative suggested palpating and x-ray. Additionally, it was noted the patient had a burr hole removed two weeks prior. No additional symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.